Manufacturer narrative:
Method: visual inspection; design history review; complaint history review; risk assesment. Result: the reported event was confirmed via functional analysis of the returned implant. The "rail" of the implant was found to be deformed upon visual inspection. No relevant manufacturing issues found upon manufacturing history review. Conclusion: it is likely that the implants may have damaged during the impaction which damaged the rail of both of the implants and due to which the implants dislodged and were unable to reattach during the insertion.

Event description:
It was reported that; first implant was used with bayonetted inserter and came dislodged when inserting. Rail on implant appeared malformed and was not reattached. Surgeon then attempted to place different implant on straight inserter and experienced the same outcome. Per surgeon, no patient adverse event resulted from implants being dislodged. Surgeon did not attempt to place a third implant.

Event description:
It was reported that; first implant was used with bayonetted inserter and came dislodged when inserting. Rail on implant appeared malformed and was not reattached. Surgeon then attempted to place different implant on straight inserter and experienced the same outcome. Per surgeon, no patient adverse event resulted from implants being dislodged. Surgeon did not attempt to place a third implant.